Manufacturer narrative:
Product analysis: analysis found that during testing the stylus point on the screen did not respond. The part to repair this issue is not available so it was recommended that the programmer be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.